Event description:
The event involved a plum 360¿ infuser where the customer reported that the pump reprogrammed from a rate of 3.3 to 13.3 ml. They don¿t see where the pump was stopped for a reprogram, but they see that the change occurred. The device changed the dosage mid program and wasn't stopped. The issue is not related to any physical damage or abuse. The event occurred during start up. There was patient involvement, but no patient harm and no delay in therapy.

Manufacturer narrative:
The device is available for evaluation- it has not been received.

Manufacturer narrative:
The device was received for evaluation. The device logs confirm that the rate change from 3.3 ml/hr. To 13.3 ml/hr. Was manually programmed by keypresses on the pump keypad. Each of the infusions is calculated to have delivered accurately as programmed to with 0.7% (by volume) or better {the design tolerance is +/= 5.0%). Engineering evaluates that the pump performed correctly as programmed and that the observed rate change was not independent but performed correctly per user keypresses.

Manufacturer narrative:
Visual and functional testing: the device was not returned to the service hub; therefore, visual inspection and functional testing was not performed. Review of 12-month service history and event history/alarm logs: a review of the device 12-month service history was performed and no similar event was indicated. No event history was received from the customer, a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed. ICU medical made a reasonable attempt to contact the customer to retrieve a pump for repair, we did not receive a response. Consequently, the pci was completed utilizing available information.